Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a colectomy procedure, the surgeon reported that some clips worked in the case and some clips just kept falling off. They looked like they clipped correctly then just fell off. The case was completed using another device of the same product code. There were no patient consequences reported.